Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted (B)(6) 2010. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.